Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for eval. Add'l questions in regard to the incident has been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a bilateral prophylactic mastectomy procedure, the clear insulation on the coated electrode detached from the electrode. They are unsure when the insulation detached. An extensive search of the operative site was undertaken but they did not find the detached piece. The incident electrode was discarded.